Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure to treat a lesion below-the-knee, an advance 14 lp low profile balloon catheter's balloon ruptured. The catheter was advanced ipsilaterally and inflated within a calcified lesion in the anterior tibial artery; however, the balloon ruptured immediately after inflation and was removed from the patient. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 26aug2025. An unspecified 5fr sheath was used. The anatomy was a heavily calcified chronic total occlusion (cto) and not tortuous, where 100% of the lesion was occluded. An unspecified inflation device was used to inflate the balloon once to eight atmospheres, and it ruptured immediately after the initial inflation. It was unclear how the balloon ruptured and as per the reporter, it "may be" a pinhole. The balloon was removed by itself. No blood was noted in the inflation device. No stent was used. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon, which was covered in biomatter, was inflated. The balloon was likely able to be inflated because the biomatter hardened over the pinhole leak described by the customer, allowing the balloon to hold pressure again. A document-based investigation evaluation was performed. A review of the device history record found that three devices from two subassembly lots lot did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A review of complaint history found no additional complaints for the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although three devices from two subassembly lots did not pass quality control inspections, the products were scrapped prior to release from cook, there are 100% inspections in place, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s highly calcified and occluded anatomy likely contributed to this event. It is likely that the occlusion and sharp calcium caused the puncture in the balloon. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure to treat a lesion below-the-knee, an advance 14 lp low profile balloon catheter's balloon ruptured. The catheter was advanced ipsilaterally and inflated within a calcified lesion in the anterior tibial artery; however, the balloon ruptured immediately after inflation and was removed from the patient. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d10 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 26aug2025. An unspecified 5fr sheath was used. The anatomy was a heavily calcified chronic total occlusion (cto) and not tortuous, where 100% of the lesion was occluded. An unspecified inflation device was used to inflate the balloon once to eight atmospheres, and it ruptured immediately after the initial inflation. It was unclear how the balloon ruptured and as per the reporter, it "may be" a pinhole. The balloon was removed by itself. No blood was noted in the inflation device. No stent was used.